Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Physician reporting rupture of implant diagnosed, by ultrasonography examination and magnetic resonance imagining examination (MRI). MRI result provided shows "rupture of implant. Right implant - a layer of fluid up to 14mm". Device status is unknown.

Event description:
Physician reporting rupture of implant diagnosed, by ultrasonography examination and magnetic resonance imagining examination (MRI). MRI result provided shows "rupture of implant. Right implant - a layer of fluid up to 14mm". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as surgical impact opening. (Shell thickness was within specification). ¿ seroma : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Device has been explanted and replaced with non-allergan device.